Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with an ipsilateral antegrade approach. The 100% stenosed, chronic total occlusion target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery. After a journey guide wire crossed the lesion, a 5.0mmx40mmx135cm sterling¿ balloon catheter was advanced. The balloon was inflated for 20 seconds however it ruptured at 14 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using a wanda balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).